Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event. Please see reports: 0001822565 - 2018 - 00460, 0001822565 - 2018 - 00461, 0001822565 - 2018 - 00462. Concomitant medical products: unknown part/lot; femoral stem, acetabular cup, acetabular liner. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted.

Event description:
It was reported the patient is experiencing pain post-primary total hip replacement. No revision has been reported to date. No further information has been made available at this time.

Manufacturer narrative:
Upon receipt of additional information it was determined that this product should be reported on MFR number 9613350.